Event description:
Cardiologist performing a percutaneous coronary intervention to the left anterior descending artery. After deploying the stent and upon attempted removal of the terumo runthrough wire ns the tip of the wire became entangled in the stent strut. The tip of the wire remained in the stent strut.